Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer's mother attempted to change the battery and the device still alarmed. Customer's blood glucose was 5.0mmol/l. Alarm and possible causes were explained to customer's mother. Customer's mother does not recall any significant events that may have caused the device to alarm. Customer's mother was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded button on keypad traces. No button error alarm during testing. The insulin pump was received with minor scratched liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.